Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the black box data showed a replace battery alarm on (B)(6) 2016 12:44 followed by por¿s; deliveries resumed at 14:30. On (B)(6) 2016 15:28 a cs088 was recorded followed by por. After powering back on a manual date change was made at 16:16 from (B)(6) 2016. During testing, the pump was exercised for 24 hours on a 1.0 unit per hour basal rate; at the end of testing, the basal history correctly 1.0u and the total daily dose showed 24.0u showed. No alarms or warnings occurred during testing. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).